Event description:
It was further reported that the patient was at the airport and the security guard put the wand over her implant and it ¿turned the stim on¿ and it shocked her, ¿made her jump out of her skin.¿ compatibility guidelines were requested for airport security screening devices.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt a shocking sensation when a security wand was used. The stimulation also went high. The patient also stated that her settings can jump to 4.90 when she normally had stimulation set at 3-something. This had been going on since implant. The patient also stated she could move certain ways and stimulation would turn off or change. The patient did confirm that adaptivestim was on. How to set it was reviewed. With the patient. The patient lastly stated she was nauseated at times, but later attributed this to her daughter. Additional information about any troubleshooting and the outcome was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).